Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient got a staph infection in their arm. The patient reported that the girl that got him ready for implant surgery gave him a staph infection in the arm, and his hand swelled up bigger than a balloon. The patient reported the girl was handling needles with her bare hand. The patient reported the implanting healthcare provider's (hcp) office said it was rheumatism, and there was nothing they could do. However, the patient went to the emergency room (ER). They said it was fluid and to take lasix, which the patient did for a week. His hand was still swelled up and getting worse. The patient saw a different doctor who took tests, they said it was a staph infection, and put the patient on a strong antibiotic for ten days. The patient also reported they had a history of a different back operations. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on august 8th reported the clinical diagnosis was infection at the IV site on their right hand. It was noted the event resolved without sequelae on (B)(6) 2018. The hcp stated the patient was admitted to the hospital via the emergency room (ER). The hcp stated the patient was administered antibiotics on (B)(6) 2017. The hcp stated the entire system was explanted and not replaced on (B)(6) 2018. The hcp stated the event resulted in in-patient hospitalization. The hcp stated the patient went to the ER with swelling in the right hand. The patient had MRI and other imaging of their right hand on (B)(6) 2017. It was noted the event was unlikely related to the device or therapy. The hcp noted it was possibly related to the implant surgery/anesthesia. The patient went to the ER on (B)(6) 2017 and was diagnosed with an infection and given antibiotics. The hcp stated the swelling continued and an MRI was done which was relatively negative. The swelling increased and included both hands. Another hcp advised the patient to have the stimulator explanted and the patient decided to explant the stimulator. It was noted there was no evidence of primary sclerosis cholangitis, and the stimulator was explanted on (B)(6) 2018. The patient exited the study and had no further visits to the clinic. It was noted the patient required in-patient or prolonged hospitalization. There were no further complications that have been reported as a result of this event.

Event description:
Additional information was received stating the relationship of the event to the device or therapy is unlikely related and the relationship of the event to the implant procedure was possibly related.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.